Event description:
It was reported that this patient heard beeping tones from this subcutaneous implantable defibrillator (s-ICD) and was seen in-clinic. Upon interrogation, a battery depletion (bd) code was noted. The device data was forwarded to technical services for review and it was confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that this patient heard beeping tones from this subcutaneous implantable defibrillator (s-ICD) and was seen in-clinic. Upon interrogation, a battery depletion (bd) code was noted. The device data was forwarded to technical services for review and it was confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected to be returned for analysis, but has not yet been received.